Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald ¿ pro syringe leaked. The following information was provided by the initial reporter: aspiration shows bd 5ml emerald pro syringe leaks in the middle of needle. This is a quality compromise.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 303002 and lot number 2107539. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) video sample was provided for evaluation by our quality engineer team. Through examination of the video, a crack/split in the needle cannula is observed which is resulting in leakage during use.

Event description:
It was reported that the bd emerald ¿ pro syringe leaked. The following information was provided by the initial reporter: asperation shows bd 5ml emerald pro syringe leaks in the middle of needle. This is a quality compromise.